Manufacturer narrative:
Failure analysis for fiber 0010-2400-538b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing open end exhibits sign of melting at location of fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing open end exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 74,000 joules; 10:00 minutes of use, while using the surgical fiber during a prostate procedure, the fiber tip needed to be cleaned. After cleaning the fiber tip, the fiber output beam was observed to begin blinking, then lost power. The procedure was completed using a second surgical fiber. Patient outcome: "ok"- there was no injury reported.